Manufacturer narrative:
Investigation summary: the image provided shows a needle penetrating the base edge of the container. Retain containers available have been assessed in the area of concern and have measured above the minimum wall thickness set of 1.12mm. The measurements have ranged between 1.3 -1.6mm across the area of the penetration. The container is puncture resistant to a force of no less than 12.5n. It is important to understand both the fill level of the container and the force used when placing the needles within the container. These are not easily evident from the image provided. Lot number was not provided for investigation. Investigation conclusion: undetermined: root cause could not be determined from the photo provided.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is unknown. Therefore, for this MDR, (B)(4) has been listed.

Event description:
"It was reported a staff member received a needle stick injury in the ed from a bd¿ sharps collector yellow on 01/01/2018. The needle was protruding from the bottom of the container. The sharps container was left on the lid of a veolia medical bin in the ed. The staff member picked up the sharps container to place it in the bin and received the injury. Management was informed as well as nrah worker health safety team. An sls was raised by nrah worker health safety. The staff member went through the normal exposure protocol.¿ contaminated needle stick injury occurred requiring medical intervention. No further information given at this time.